Event description:
Ous MDR - sometime between the date of implant and a week later, r-waves were found to have decreased in amplitude (3mv from 9.2 mv. This lead was revised sometime between (B)(6), 2013. The provided event date will not be reported because it does not match the event description.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.